Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 26, it was reported by insulet that the patient was hospitalized due to a severe hypoglycemic event. At some point during the event, it was stated the patient¿s bg meter reading was 29 mg/dl while the cgm was reading 140 mg/dl. The patient was also wearing an omnipod insulin pump. No other patient or event details were provided, including patient symptoms, treatment details, or length of hospitalization. An attempt was made to gather further information from the patient but the patient declined and abruptly ended the call. No other patient or event details were available. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.